Event description:
Revision of acetabular components of a hip-tep. Doi: unknown, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Visual analysis of the provided photographic evidence along with physical examination of the device cannot determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: bfarm DHR review request: product description: apex hole elim positive stop product code: 124603000 lot number: d12030611 1) quantity manufactured: (B)(4). 2) date of manufacture: 12-mar-2012 3) any anomalies or deviations identified in DHR: no non-conformance were identified 4) expiry date: mar-2022 5) IFU reference: IFU-0902-00-701.

Event description:
Additional information received: was there any adverse consequence/s to the patient that led to the revision surgery? Yes, pain when bending. Was there a surgical delay? If yes, what is the duration of the delay? No. What is the affected side? Right side.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (The concomitant products were updated from unknown to known products).